Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to perform several troubleshooting steps. The customer was then advised to replace supplies as needed. The customer continued to use the pump for insulin therapy.